Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient experienced right ventricular (rv) failure and had been given milrinone, epinephrine, and sildenafil. On (B)(6) 2018 the patient aspirated on miralax. On (B)(6) 2018 a chest x-ray was done and right midlung opacity was seen. Fever and increased white blood cells (wbc) were also seen and empiric antibiotics were started. On (B)(6) 2018 the patient passed out briefly while working with physical therapy, and was reported to be diaphoretic with increasing dyspnea. A stat echo showed an underfilled rv with rv dilation. The rv was reported to show moderate dysfunction. Increased suction events were reported and epinephrine and veletri were reinitiated. A right centrimag with oxygenator was placed. On (B)(6) 2018 vancomycin and aztreonam were completed. On (B)(6) 2018 a respiratory culture was done and candida albicans was found. On (B)(6) 2018 antibiotics were restarted and wbcs continued to increase. On (B)(6)2018 right lung necrotizing pneumonia was found on a CT. A bronchoalveolar lavage (bal) was performed and found candida albicans. On (B)(6) 2018 the patient appeared septic with increased wbc and fever, and the norephinephrine dose was increased. On (B)(6) 2018 the right centrimag was decannulated. On (B)(6) 2018 sildenafil was restarted. On (B)(6) 2018 milrinone was stopped. On (B)(6) 2018 blood cultures and sputum were (B)(6). On (B)(6) 2018 blood cultures were negative. On (B)(6) 2018 milrinone was restarted on (B)(6) 2018 milrinone was stopped and then restarted and epinephrine and veletri were restarted. The patient had increased tachypnea, poor palor, cool peripherally, hypotensive. Restart continuous venovenous hemodialysis (cvvhd). The patient reportedly had inadequate urine output, was poorly perfused, and milrinone was discontinued for hypotension. Norepinephrine was given to maintain the patient's mean arterial pressure (map). Epinephrine was 0.1. The patient was given ropofol and fentanyl for sedation. A respiratory bal was positive for pseudomonas. On (B)(6) 2018 the patient's pressor requirements had increased overnight with rising lactate. A computed tomography (CT) scan showed worsening pulmonary consolidation. Antibiotics were broadended and epinephrine, norepinephrine, and vasopressi were continued. Cefepime resistant pseudomonas was confirmed in a previous urine culture, and pseudomonas was seen to be growing from a bal. Single dose tobramycin was administered. On (B)(6) 2018 it was reported that rv dysfunction was worse due to sepsis. Pseudomonas aeruginosa was confirmed and an impella rp was placed. A respiratory bal was positive for pseudomonas. Blood cultures and sputum were also positive for pseudomonas aeruginosa. A new fever and tachypnea were reported, as well as new pseudomonas bacteremia. Vitamin c protocol was started. On (B)(6) 2019 all lines were changed and antibiotics were continued. Vitamin c protocol was stopped. On (B)(6) 2018 the impella rp was removed. On (B)(6) 2018 veletri was stopped. On (B)(6) 2018 the patients dose of epinephrine was increased to 0.04 for low pulsatility for the right heart. On (B)(6) 2018 1 of 2 blood cultures were positive for vancomycin resistant enterococcus and vancomycin was stopped. Daptomycin was started. A plan was made to remove the patient's peripherally inserted central catheter (PICC) and permcath. Repeat cultures were done. The patient's indwelling lines were removed and the PICC was replaced. On (B)(6) 2018 the blood culture results were reported as negative. On (B)(6) 2018 the patient was reported to be in septic shock and rv failure. Pan cultures were done and empiric antibiotics were administered. A CT scan showed the thorax to be stable. The patient was positive for bacteremia and pseudomonas aeruginosa. On (B)(6) 2018 1 of 2 repeat cultures was positive for pseudomonas. On (B)(6) 2018 an impella rp was placed. 2 of 2 blood cultures were positive for pseudomonas aeruginosa. On (B)(6) 2018 the impella rp was removed.

Manufacturer narrative:
Manufacturers investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, could not be conclusively established through this evaluation. The pump was not explanted and there is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.